Event description:
It was reported that during a coronary artery bypass graft procedure, the clips scissored and device was not holding clips. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged jaws, cracked handle coating. The analysis results confirmed that the lx107 device was returned non-functional as the jaws were misaligned and with the coating damaged; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws and coating. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted.